Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient needed to find out if their stimulator was even working. The patient said they were not able to use the handset and communicator; they had it charged and running and all of a sudden it just stopped. The patient didn't feel the stimulation at all. The patient was advised it was not required to feel the stimulation for it to work. The patient said they were not getting 50% or greater relief of symptoms. The issue had been drastically getting worse over the last year. The last time they had someone put the device in their back they felt every bit of it. They were told before they could tell the wires were snapped. The patient said they were good at falling. The patient didn't have a urologist. The patient provided the name of their primary care doctor and that was who they were going to see today. The patient said they would call back after their appointment today.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: brand name interstim; product ID: 3889-28, (lot: va2105e); product type: 0200-lead; implant date: (B)(6) 2019, section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID: 3889-28, (lot: va2105e); product type: 0200-lead; implant date: (B)(6) 2019, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.